Event description:
It was reported that 66 bd luer-lok¿ syringe sterile, single use, 3 ml had scale marking issues. The following information was provided by the initial reporter: "this morning we found several 3ml syringes without markings on them ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: three photos of 3ml luer-lok syringes (p/n 309657) batch 1288917 were received and evaluated. The observed defects for skewed scale were non-conforming per product specification. Potential root cause for the for the skewed scale defect is associated with the marking process. It is likely due to a misfeed into the print head. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 66 bd luer-lok¿ syringe sterile, single use, 3 ml had scale marking issues. The following information was provided by the initial reporter: "this morning we found several 3ml syringes without markings on them."